Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of over 500 mg/dl. Customer¿s different blood glucose 600 mg/dl, 463 mg/dl, 465mg/dl and 730 mg/dl. The customer did experience the symptoms such as frequent urination. The customer treated with the insulin pump. Customer declined to check for the presence of leaks or air bubbles in the tubing. Troubleshooting was done for high blood glucose. Customer was using auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.